Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer (fse) identified that the medication station experienced a complete device failure, which affected all associated systems and prevented them from powering on. The fse performed a visual inspection and determined that half height drawer 4.1 had caused a power shortage impacting the entire system. The fse replaced and installed all system component boards to an enhanced half height drawer, which restored normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not turning on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.